Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cuase could not be established as the event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The olympus senior administrator reported (on behalf of the customer) that while using the high flow insufflation unit would automatically shut down. The issue was found during preparation for use. The procedure was completed using a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the event was not reproducible during the inspection, however, the occurrence and the recurrence could not be denied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.